Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
During a tcar procedure, while attempting to cross the lesion with a .014 guidewire, kumpe angle catheder, .014 trailblazer wire, .018 trailblazer wire, and grandslam wire, a common carotid dissection was noted and led the physician to coil off the internal carotid artery to resolve the dissection. At this time it is unknown if the reported failure is related to patient anatomy, a third party device used during the procedure, or a silk road medical device failure since the dissection may have been caused by a combination of gaining access due to patient anatomy and possibly one of the many wires they used.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
During a tcar procedure, while attempting to cross the lesion with a .014 guidewire, kumpe angle catheder, .014 trailblazer wire, .018 trailblazer wire, and grandslam wire, a common carotid dissection was noted and led the physician to coil off the internal carotid artery to resolve the dissection. At this time it is unknown if the reported failure is related to patient anatomy, a third party device used during the procedure, or a silk road medical device failure since the dissection may have been caused by a combination of gaining access due to patient anatomy and possibly one of the many wires they used.